Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, the implantable cardioverter defibrillator was found in backup vvi operation with high voltage therapy disabled. A device restoration was successfully performed. There were no reported patient symptoms and the patient was scheduled for regular follow up.

Event description:
New information received on (B)(6) 2020, stated that prior to the device restoration, the patient had been admitted for a magnetic resonance imaging (MRI) examination after experiencing a stroke. During the hospital visit, the patient experienced left sided paralysis and was unable to speak, but was conscious and able to follow instructions. The patient had low ejection fraction and required dobutamine support. After the function restoration of the implantable cardioverter defibrillator, the patient was having improved neurological state and was able to move left arm and leg, and able to speak. The patient's ejection fraction during the time after device restoration also improved.